Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The patient experienced increasing pain since early 2008. The pump rate was increased by 10% on two different occasions without any change in pain levels. On the following month, a catheter dye study showed the catheter was patent. The pump rate was again increased by 10%. Two months later, the patient had two magnetic resonance images taken. The pump was interrogated after each and was functioning appropriately. Approximately a week later, the patient was not feeling well. She experienced a metallic taste in her mouth, dizziness, and nausea. She presented to the emergency room and the pump was interrogated. According to the daily rate and the reservoir volume, the pump appeared to be delivering drug at an appropriate rate. At a pump refill visit three weeks later, the expected reservoir volume was 2.7 mls. The actual reservoir volume was 10 mls. A bolus was programmed as part of a rotor study and there was no evidence of rotor movement (three months later). The patient felt like she may be getting periodic boluses. She 'felt funny', and had increased somnolence and a metallic taste in her mouth lasting 2-3 hours periodically. The pump was stopped. The pump was explanted and replaced. The patient recovered without sequela. The device system was used to administer hydromorphone and bupivaine.